Event description:
The physician was attempting to implant an integrity bare metal stent to treat a lesion in the rca which was reported to be heavily calcified with 90% stenosis. Resistance encountered when advancing the device resulting in stent dislodgement. It was confirmed that the guide liner was deformed due to proximal disease of the vessel and this in turn caused the stent to dislodge. An attempt was made with a second integrity bare metal stent however the stent became damaged whilst trying to cross the area of the guide liner where the damage had been previously noted. No abnormality was noted during device preparation of either device. Information confirmed that force was used during attempts to deliver both devices. No patient complications. Another integrity was successfully used.

Manufacturer narrative:
Evaluation results: failure to follow instructions-force was used in an attempt to deliver the stents. Inherent risk of procedure-stent embolism. Patient¿s condition affected effectiveness of device-the root cause of the deformity of the guideliner was most likely due to patient vessel/lesion morphology. Caused by another device-the root cause of the reported event was most likely due to the procedural. Guideliner. User/device interface -force was used in an attempt to deliver the stent. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation codes conclusion: inherent risk of procedure-stent embolism 40 another device caused failure-the root cause of the reported event was most likely due to the procedural guideliner. Unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition-the root cause of the deformity of the guideliner was most likely due to patient vessel/lesion morphology. User error contributed to event-force was used in an attempt to deliver the stent. (B)(4).